Event description:
A prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the 25 psi set pump speed pressure failed to register on the screen. The procedure was completed with another prolieve thermodilitation kit. No pt complications were reported as a result of this event. The patient's condition was reported as "good".

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.